Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter; product ID: 8781, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 07-jun-2020, UDI#: (B)(4). The pump and catheter were returned and no anomalies were reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving gablofen 500.0 mcg/ml; 3.02 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was approximately (B)(6) 2019. It was reported the patient had a recent ventriculoperitoneal ((vp) shunt infection. Signs and symptoms of infection of the baclofen pump were noted. The incision had swelling but no pus. There was fluid in the front and back incisions. The infection organism was to be determined. A cerebrospinal fluid leak was suspected. There was no patient injury. The pump and catheter were explanted (B)(6) 2019. No further complications were reported.